Event description:
We received an allegation about discrepant results for 2 samples from the same patient tested with elecsys probnp ii assay on a cobas e 602 module. Sample 1 was tested on (B)(6) 2026: the sample was initially tested and repeated at a different laboratory, and both results were below the detection limit. No exact values were provided. The sample was repeated at the customer's site, and the results were 8225 pg/ml and 8440 pg/ml. Sample 2 was tested on (B)(6) 2026: the sample was initially tested at a different laboratory, and the result was 545 pg/ml. The sample was repeated at the customer's site, and the results were 5263 pg/ml and 5276 pg/ml. The customer provided sample 1 and sample 2 for investigation, where they were tested at the investigation site on (B)(6) 2026 on a cobas e 411 analyzer using elecsys probnp ii assay: sample 1 result: 7997 pg/ml. Sample 2 result: 5219 pg/ml.

Manufacturer narrative:
The probnp ii reagent expiration date was not provided. The cobas e 602 module serial number was not provided. The investigation is ongoing.